Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, exhibited error 45169, alarm fallout latch will not toggle.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4)as a result of warning letter (B)(4). Additional information provided in b5. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection revealed missing sticker seal. Customer problem was duplicated. The device was found to be displaying an error code alarm message on power up during the investigation. It was found contaminated with fluid ingression on downstream occlusion sensor by chassis base. The alarm fallout latch would not toggle issue possibly caused by the fluid ingression. It was not possible to perform pressure switch or latch lock testing due to alarming error code message. The root cause was found to be the faulty microprocessor unit board and downstream occlusion sensor which was replaced.

Event description:
Additional information received was received which indicated that there was no patient involvement.